Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study: polar smart. Clinical study ID: py007. It was reported that after an ablation procedure where a polarx catheter was selected for use, an error message related to blood detected appeared. No procedure outcome information is available. No patient complications were reported. The device is expected to be returned for further analysis.

Event description:
Clinical study: polar smart. Clinical study ID: (B)(4). It was reported that after an ablation procedure where a polarx catheter was selected for use, an error message related to blood detected appeared. No procedure outcome information is available. No patient complications were reported. The device is expected to be returned for further analysis.

Manufacturer narrative:
According to the most recent information obtained, it was determined that this event was a duplicate of a previously reported event (boston scientific ref# (B)(4) the duplicate event (boston scientific ref# (B)(4) was created at the time when the device polarx fit was approved from use outside of the united states only (ous only), and boston scientific did not have anything similar that was market-approved in the us; therefore, it did not meet reporting requirements. This duplicate event is no longer considered a reportable event, as a duplicate of a previously capered event.